Event description:
A site representative reported a vertek arm that would not lock down properly. There was no patient present.

Manufacturer narrative:
No patient information was provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site (B)(4) 2013. Medtronic inspection of returned suspect device finds the vertek arm is well worn with all the color faded from the instrument. The handle of the vertek is locked up with the instrument in a loose state. The mechanical malfunction, locked-up handle, directly caused the event.